Manufacturer narrative:
Adjuster.

Event description:
It was reported by service report that the brakes won't lock. It is unk if there was pt involvement or if there are adverse consequences to report.